Event description:
On (B)(6): biomed reports via phone the x-ray tube and image intensifier were not aligned, not allowing fluoro. They had no pt or procedural info at the time, but would call covidien back. On (B)(6): pm has made multiple attempts to obtain info via phone, and a info request (B)(4), without success. If new info is received, this record will be updated.

Manufacturer narrative:
Field service engineer (fse) troubleshot and found the linear rail assembly was rusty and causing the table to be stuck and not allowing table movement back towards the head end. With the table not moving, alignment could not be completed for fluoroing. Fse replaced the linear rail bearing assembly and the system worked normally.